Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that an armada dilatation catheter advanced to the iliac artery, moderately calcified eccentric lesion without issue. During first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was removed without issue and a non-abbott dilatation catheter was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4).